Manufacturer narrative:
Implant date was corrected to (B)(6) 2017. Date of event was corrected to (B)(6) 2017, when device occluded.

Manufacturer narrative:
UDI number: (B)(4). Concomitant medical products and therapy dates for gore® viabahn® endoprostheses: lot# 15473136, implanted (B)(6) 2017; medwatch report #2017233-2017-00099. Lot# 15435549, implanted (B)(6) 2017; medwatch report #2017233-2017-00101. Lot# 15626935, implanted (B)(6) 2017; medwatch report #2017233-2017-00098. Review of device manufacturing record history confirmed device met pre-release specifications. The device was not returned. Therefore, direct product analysis was not possible.

Event description:
On (B)(6) 2017, a patient presented with an aneurysm in the superficial femoral artery, extending to popliteal artery. Three gore® viabahn® endoprostheses were implanted at the intended treatment site. On (B)(6) 2017, the viabahn devices were found to be occluded. Thrombectomy was performed and a new gore® viabahn® endoprosthesis was implanted to extend coverage. On (B)(6) 2017, it was reported that all four viabahn devices were occluded. As reported, multiple thrombectomy attempts were made to re-open the distal flow beyond the viabahn devices. On or about (B)(6) 2017, a below-knee amputation was performed. The patient is undergoing physical therapy and doing well.